Manufacturer narrative:
Additional device used unknown proximal body ars655101 0mm screw dwf520 tornier flex shoulder sys rev tray 0th 3.5mm offset dwf361c tornier flex shoulder sys rev insert 36mm 6th c 7.5dg dwj401tornier perform reversed stand ard baseplate 25mm unknown glenoid ¿ perform reversed glenoid, (6.5mm screw) dwj012 tornier perform reversed standard glenosphere dia 36mm based on the available information the device remains implanted therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient

Event description:
It was reported that the patient had pain along the anterior base of the incision. Patient was given an injection - 1ml kenalog, 2ml lidocaine, 7ml ropivacaine.